Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The customer advised that the needles are dull and cannot be used.